Event description:
It was reported that after the insertion of farawave catheter into the faradrive sheath, the physician was unable to aspirate the sheath. Initially the sheath was replaced but the issue was not resolved. Finally, the replacement of the catheter resolved the issue and aspiration of the sheath was completed. No patient complications occurred. The procedure was completed successfully. The product is not available to return as disposed. It was further reported that the procedure was part of a concomitant, pulmonary vein isolation and watchman insertion.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.